Event description:
It was reported that this insertable cardiac monitor (icm) device was no longer implanted. The patient called the boston scientific customer contact center. The patient reported the icm device fell out a few weeks after initial implant. Months later the patient was implanted with a new icm device. Additional information has been requested but not provided at this time. The device was not returned for analysis. No additional adverse patient effects were reported. Additional information has been provided by the boston scientific representative per request. The boston scientific representative provided an updated aware date and that the icm device will not be returned for analysis.

Event description:
It was reported that this insertable cardiac monitor (icm) device was no longer implanted. The patient called the boston scientific customer contact center. The patient reported the icm device fell out a few weeks after initial implant. Months later the patient was implanted with a new icm device. Additional information has been requested but not provided at this time. The device was not returned for analysis. No additional adverse patient effects were reported.